Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not work correctly during the procedure. When the physician shuttled the sheath up, the white hypo-tube did not remain in the access tract. He said he tried re-shuttling up and down multiple times to try to deploy the white hypo-tube but with no result. They then deflated the balloon and held manual pressure for hemostasis. There was no reported patient injury. The deployer was mynx certified. The device was not saved for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not work correctly during the procedure. When the physician shuttled the sheath up, the white hypotube did not remain in the access tract. He said he tried re-shuttling up and down multiple times to try to deploy the white hypotube but with no result. They then deflated the balloon and held manual pressure for hemostasis. There was no reported patient injury. The deployer was mynx certified. The device was not saved for evaluation. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not received for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to the condition of the procedural sheath and/or procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.